Event description:
Sales rep reported, "needles eye snare perforated the right ventricle as verified by tee. Proceeded to do open heart when pressure went to 30. He repaired the perforation and when the patient's pressure went back to baseline he continued with the removal of 1 ICD lead and 1 pacemaker lead with our lead extraction equipment. He then put in new replacement leads and connected them to the pacemaker. He then closed the chest and pacemaker pocket, which finished the procedure." The patient was sent to ICU for follow-up.

Manufacturer narrative:
(B)(4).